Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 7.0, 46.0 and 137.5 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds on the proximal end. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub prior to advancement damage such as this may occur. The offset coil winds likely contributed to the reported resistance during advancement. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks likely occurred during forceful advancement against resistance and incidentally while packaging the device for return to penumbra. The non-penumbra microcatheter identified in the complaint and smart coil introducer sheath were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the mid-dural artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil through the microcatheter and, therefore, the physician attempted to retract the smart coil. While retracting, the physician felt resistance and therefore removed the microcatheter with the smart coil inside. It was reported that the smart coil had blood adhesion, misaligned and distorted near the distal end of the coil. The procedure was then completed using the same microcatheter and three new smart coils. There was no report of an adverse effect to the patient.